Manufacturer narrative:
There has been no analysis completed at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation used outside of a procedure. It was reported that when they attempted to power on the camera cart, the power button does not turn blue. It powers on the main cart, but not the camera cart. When we power on the system from the main cart first, the camera cart turns on. They checked the self-test and everything looks good. They also unplugged the system from the wall and the camera cart held its charge. The ups and battery were replaced a month ago. The camera cart was also going black after some time. There was no patient present. Additional information was reported and the resolution of the issue was noted to be the interconnect cables. As the representative tried a different system's interconnect cable and it booted up both carts normally. Then they tried the systems main cart, interconnect cable on a different/working camera cart and it booted up both normally. They discharged the ups from main cart with original system connected. Both carts powered up as expected. A battery test off wall power tested in speculation. The system was rebooted twice and everything was working as intended and the issue seems to be resolved